Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time the device was not cutting properly. There was no patient harm reported, and it is unknown if there was a delay related to this malfunction. Due diligence is complete, and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h6, h10 review of the most recent repair record determined the device was out of calibration and various components were worn and damaged. The motor, swivel, neckpiece, poppet assembly, screws, bearings, seals, eccentric shaft, pin, lever, and various other components were replaced. A definitive root cause cannot be determined. Lot number is required to perform DHR search as one was not provided DHR review was not performed. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.